Event description:
The account alleged that the side rail would not latch. No patient impact.

Manufacturer narrative:
The account found the side rail had a broken weld. The account replaced the side rail to resolve the issue.